Event description:
It was reported that it was not possible to interrogate the device, even after testing with two separate programmers. It was suspected that the device had a flipped bit, and subsequently a manual guided reset (mgr) was performed. The device was able to be interrogated following the mgr, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the device status monitoring.